Manufacturer narrative:
The t:slim cartridge is contraindicated for use with products other than u-100 humalog and u-100 novolog insulins. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (406 mg/dl). Reportedly, customer is unsure of the cause for elevated bg levels. It was noted that the customer was using u-500 insulin. Customer delivered a bolus to bring bg levels to target range.